Event description:
Heartware left ventricular assist device (lvad) presents with symptomatic anemia (6.8) in the setting of international normalized ratio (inr) 1.4 on coumadin and aspirin 81 mg daily. Patient reports red bloody stools x several days prior to admission. Two units blood transfused. Endoscopic evaluation included flexible sigmoidoscopy and colonoscopy which revealed blood throughout the length of the colon without obvious source. Red blood count tagged scan did not reveal bleeding source. Bleeding resolved. Heparin and aspirin were not resumed following this event because patient suffered a separate bleeding event (spontaneous rectus sheath bleed) which produced hemodynamic instability requiring ICU management.